Manufacturer narrative:
Batch number added in d tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4123606. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. Facility name not reported. Facility state not reported, il used as a place holder.

Event description:
It was reported that bd insyte autog bc catheter bends after insertion. The following information was provided by the initial reporter: once placed the catheter is "bending" or folding over on itself (when it is in the vein) and then we are unable to use the IV at all and need to place a whole new IV.